Event description:
Patient placed a call to patient services on (B)(6) 2011 stating that his device was explanted due to potential infection. Patient states that since the implant date his device did not feel right in his chest, over the last several months his skin around his device looked bruised, over the last few weeks the area around his device became red and puffy, thought it would go away, then last saturday (B)(6) 2011 he woke up and had blood on his shirt, when he took his shirt off the device was visible through his skin. They took him to (B)(6) for a new device. They took out the leads and device and he received a new device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).